Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to maintenance deficiency. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and repair pretesting, it was determined that the motor device flex circuit was worn and failed pre-test for hand control assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.